Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: visual analysis of the returned product revealed that the encore housing was detached/separated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is manufacturing, as it is probable that the encore device was not correctly assembled at the snap press during the manufacture of the unit. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention procedure a gauge cover fracture occurred. It was observed the "gauge cover got burst from the bottom side of the device upon inflation to 20 atms." However, returned product analysis revealed the gauge housing was detached from the device.